Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint of the ac power jack confirmed through error in power up test, replaced pwa. Preformed power up test. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found lcd lens crack, missing battery door, uso seal buckle, damaged dso seal, and uso sensor failed to sense occlusion. Replaced lcd lens, battery door, uso sensor, uso seal, dso seal. Performed dso/uso sensor calibration, performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ac power jack was not working. The event occurred during setup. There were no patient involvement and harm.